Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to diabetic ketoacidosis (dka) and bent cannula event. Blood glucose level was over 500 mg/dl at the time of the event. Patient got treated with intravenous (IV) and fluids of saline and fluids. Patient was released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6008805 have already been previously tested in the complaint (B)(4) on 13/apr/2025. Test results: the reference samples were visually inspected and tested for flow test. All test results were within specifications as per the complaint (B)(4) complaint test report. Device history record (DHR) review: the lot 6008805 was manufactured according to the work instruction (wi) version 116 in the line 3, on 21/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/jul/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6008805 and another 5 complaints have been registered in database for the same lot 6008805 and malfunction code. Conclusion summary of complaint investigation: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code.

Event description:
To date no additional patient or event details have been received.